Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.